Event description:
Reportedly, the estimated residual longevity displayed during the previous follow-up was inadequate. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.

Event description:
Reportedly, the estimated residual longevity displayed during the previous follow-up was inadequate. Preliminary analysis revealed that, based on the provided patient files, normal battery depletion occurred according to hrs guidelines.

Manufacturer narrative:
Please refer to the attached analysis report.